Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip exhibited beeping and error code 44510 and the pump was unable to shut off. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated. It was noted that the main board was the cause of the reported issue and will be replaced to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.